Manufacturer narrative:
An evaluation of the devices cannot be performed as they were inadvertently disposed off by pathology and are not available to be returned to the manufacturer. The catalog number and lot code for the reported devices were not provided. Additional information pertaining to the devices referenced in this report (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: MFR # 2249697-2010-00904, MFR # 2249697-2010-00906.

Event description:
It was reported that, "right knee aseptic loosening. Revision right total knee arthroplasty all components." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 1997.